Event description:
It was reported that the device had an syringe digital sensor error (error code 356.6710). No details of patient involvement were provided although repeatedly requested.

Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Manufacturer narrative:
Correction: annex b : b21, annex c : c21, annex d : d16. Additional information : device available for eval?, returned to manufacturer on, concomitant med prod data (1), device return to manuf .?, device eval by manufacturer? And manufacturer narrative. Annex a : a0709, a040502, annex g : g03012, g02017, annex b : b01, b14, annex c : c0201, c0601, annex d : d15. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : see manufacturer narrative.

Event description:
It was reported that the device had an syringe digital sensor error (error code 356.6710). No details of patient involvement were provided although repeatedly requested.